Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient's eyes hurt most of the time. The patient's distance vision was 20/30 without glasses but corrected to 20/20, but even with progressive lens, the consumer can not read well, so they use "300" dime store glasses to read. The consumer is an artist that now can not see comfortably to paint. There are two medical device reports associated with this patient. This report is for right eye.